Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery does not last long / battery operation time is short. No patient use/adverse patient impact.